Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = non-healthcare professional. PMA/510(k) number = (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that foreign matter particle was identified inside the packaging of the road runner nimble hydrophilic wire guide. The particle was noted prior to opening and was not used on a patient. No other adverse effects were reported for this incident.

Manufacturer narrative:
Event summary: it was reported that foreign matter particle was identified inside the packaging of the roadrunner nimble hydrophilic wire guide. The particle was noted prior to opening and was not used on a patient. No other adverse effects were reported for this incident. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. The complainant returned roadrunner nimble hydrophilic wire guide to cook for investigation. Physical examination of the returned device showed: visual examination of the seal pouch revealed a "hair-like fiber on the wire guide holder. In response to this incident, cook reviewed the DHR. The DHR for complaint device lot records one non-conformance for lose foreign matter, the product was reworked. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was reworked, there are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that any additional non-conforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ cook has concluded manufacturing/quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.